Event description:
Device 2 of 2, reference MFR report: 1627487-2017-04630. Follow up information identified the patient¿s leads were removed and replaced with a paddle lead restoring therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-04630. It was reported the patient is not receiving stimulation. Lead diagnostics showed multiple high impedance values on both leads. Reprogramming was unable to resolved the issue. Surgical intervention may be pending to address the issue.